Event description:
Our local partner in (B)(6) was contacted by a vns doctor reported that they had a patient who had on (B)(6) 2009, dcdc converter indicated 7. On (B)(6) 2010, battery status/near eos indicated yes. The patient was originally implanted with their vns on (B)(6) 2001. The patient went to surgery on (B)(6) 2011. Interrogations before their full replacement surgery could not be successfully performed as their generator was at end of battery life. In the process of surgery, the physician found the existing lead was attached to the different nerve, not left vagus nerve. So he attached a new lead to the actual left vagus nerve while the existing lead was completely removed. Their explanted product has been returned for analysis which is underway. No fall or injury was reported prior to their high impedance being attained. X-rays will not be provided to the manufacturer for review.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.